Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated with injection of imipenem (500mg, route and frequency not reported) for peritonitis. At the time of the report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.